Event description:
The plate broke at the level of the fracture. It was noted that the medical cortex is not stable. The broken plate was revised with two new plates. No adverse consequences to the pt or surgical delays were noted.